Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed a defective power supply; however, he was unable to reproduce an active leak or the reported error messages. The fse replaced the power supply and the analyzer was functional. Failure mode was related to the defective power supply. However, the instrument generated bellows not down error alerting the operator to an instrument problem. (B)(4).

Event description:
The customer stated that they were getting bellows not down errors last night on the coulter lh 780 hematology analyzer. The customer indicated that after changing the needle cartridge assembly, the unit was dripping blood from the manual probe during runs and randomly powering off. The volume of the leak was about 2 drops per run and was not contained within the analyzer. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact or biohazard exposure to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.